Event description:
On (B)(6) 2011, pt's mother reported she does not think the infusion device is delivering the correct amount of insulin because her daughter's blood glucose is in the 300 mg/dl and 475 mg/dl. Mother stated pt is on the backup infusion device and her blood glucose is 156 mg/dl. Pt's normal blood glucose range is 120-135 mg/dl. Mother reported the pt has rec'd readings as elevated as 500 mg/dl . Mother stated pt was not able to treat herself because she was disoriented. Mother reported she had to give an insulin shot and it took an hour for the pt's blood glucose to come back down. Mother stated the pt was taken to the doctor on (B)(6) 2011, but was not treated in the doctor's office. Mother reported the infusion device did not give any error messages during the elevated readings. Mother stated the pt's infusion device was beeping at her while she was at school but does not know if it was an error message or not. Mother reported she does not have the battery cover so she cannot turn the device on. Mother stated elevated readings have been going on for a week. Mother reported they are able to correct the blood glucose with syringe so she does not think the pt is getting the full amount of bolus from the infusion device or any of the bolus. Pt is currently on the backup infusion device and her blood glucose is in the normal range while on the device. On callback on (B)(6) 2011, pt's mother reported receiving the replacement infusion device and the pt's blood glucose has returned to normal. Product was replaced and requested return of the alleged product for evaluation.